Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plastic tip on a bd¿ arterial cannula with bd flowswitch¿ 1-way stopcock broke off in a patient during surgery. The patient was returned for an additional operation to remove the retained cannula. No additional information was provided regarding treatment.

Manufacturer narrative:
Investigation summary: one actual sample without package was returned for investigation. Our quality engineer inspected the returned unit and confirmed the reported observation of a broken catheter. The long piece of broken catheter is about 4cm in length. The broken off portion of the catheters was examined under microscope and observed smooth edges at the edge of the broken off portion. The manufacturing process was reviewed and there is no process in the manufacturing facilities that could have caused this nonconformance. There is an automated vision inspection machine at the arterial cannula assembly machine to check and auto reject parts not meeting the lie distance requirement. A broken catheter will automatically be rejected as the lie distance will be out of specification. The source of the defect could not be determined. The smooth edges observed suggest the broken catheter could have probably been cut by a sharp object. There is no process in the manufacturing facilities that could have caused this nonconformance. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.